Event description:
It was reported the customer requested assistance with the clinical audit logs following a patient death. The nurse manager wanted to confirm whether the alarms were generated at the time of the event. Remote service was able to review the audit logs with the customer, revealing the spo2 alarms were turned off for this patient by the user and not turned back on prior to the event.

Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and determined that the spo2 alarms were turned off at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.